Manufacturer narrative:
(B)(4) for the reported event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a laser lithopaxy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the accumax laser fiber broke and fell off inside the patient and was retrieved through the scope operating channel gravity displacement via irrigation from the bladder. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.